Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lmp867- 8455h and no non-conformances were identified. One empty labeled winding former and one needle-suture of product code 8455, lot lmp867 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed split and frayed. In addition, the end suture was cut appears to be by use of surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, it could not be determined what may have caused the reported incident of: ¿the needle passed through the mesh but exited the other side with a longitudinal split in the suture for most of its length¿.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6)2019 and suture was used. The suture was used to secure the mesh. The needle passed through the mesh but exited the other side with a longitudinal split in the suture for most of its length. Another device of the same batch was used to complete the procedure. No significant delay to surgery time. There were no adverse consequences for the patient reported.